Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model number: sc-2218-70. Serial: (B)(6). Batch: 7079435. UDI: (B)(4).

Event description:
It was reported that the patient with a spinal cord stimulation (scs) devices underwent an explant procedure for an unspecified reason. No additional information is available at this time. Patient was doing well post operation.